Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Event of distal tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip of the guidewire was detached inside the patient, exposing the corewire. The detached tip was retrieved using a grasping forceps. The procedure was completed with another zipwire guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.